Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began at 6 p.m., on (B)(6) 2017. The patient claimed obtaining blood glucose readings of ¿265 and 299 mg/dl¿ with the subject meter, which she felt were high compared to her feelings and/or normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient advised that she does not take any medications to manage her diabetes and it is not known what changes, if any, she made to her usual diabetes management regimen in response to the alleged issue. The patient reported that 5 minutes after the alleged issue occurred, she developed symptoms of ¿headache, light headedness and sweating.¿ the patient reported that approximately 2 hours later, she self-treated with food and/or drink. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr established that the subject test strips had expired in (B)(6) 2016. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began.